Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received a heart transplant.

Manufacturer narrative:
### A supplemental report is being submitted for a correction to h6. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) ((B)(6)) and one (1) controller ((B)(6)) were returned for evaluation. One (1) controller ((B)(6)) and a driveline boot cover (lot no. R017259) associated with surgical tool kit (lot no. 1160921) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of the (B)(6) manufacturing documentation and the driveline cover inspection records confirmed that the associated devices met all requirements for release. Review of (B)(6) service history records indicated that the device was previously serviced and the repair actions were verified. There was no evidence that the driveline boot cover had previously been serviced. The returned controller (B)(6) failed external visual inspection and functional testing. Visual inspection of the controller revealed contamination within both power ports. Additionally, visual inspection under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. Functional testing revealed a controller fault alarm after running a test fixture for about 30 minutes, indicating an internal battery issue. Supplemental testing revealed that the internal nimh battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. The controller power port cracks, contamination, and internal battery issue are additional findings not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Based on an investigation conducted under an internal investigation was opened and the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this investigation is closed, (B)(6) falls within the bounds of this investigation. The most likely root cause of the observed controller fault alarm during testing event can be attributed to a reduced charge capacity of the internal nimh battery. An internal investigation was opened to investigate internal battery issues with controller 2.0. Visual evidence provided by the site revealed a worn out repair in addition to discoloration of the dr iveline, which was previously captured under a separate product event. Additionally, visual evidence provided revealed that the driveline boot cover was placed backwards. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front preload measurement and rear housing disc curvature measurements were found to be deviating from release specifications. Post-explant functional analysis revealed that pump (B)(6) met pre-implant requirements with power average consumption of 1.98 watts. A power shift condition was observed during functional testing. Given that the pump met specifications prior to release, the power shift condition observed during testing was most likely introduced during use. An internal investigation was opened to investigate post-explant issues found during failure analysis of returned pumps. Log file analysis: log file analysis associated with (B)(6) revealed several reactivation events, an electrical fault alarm, and two (2) high watt alarms due to an overcurrent condition on the rear stator logged on (B)(6) 2023 resulting in the pump running on a single (front) stator. A vad disconnect alarm was then logged at 13:59:33 due to a physical disconnection of the driveline from the controller, which correlates with the reported controller exchange. In addition, log files revealed that the controller was in use for more than two (2) years. Log file analysis associated with (B)(6) revealed the controller was not in use prior to the first controller power up event; the first data point prior to the first loss of power was logged on (B)(6) 2023 at 14:02:48, indicating that the power up event most likely occurred during a controller exchange. Several reactivation events due to an overcurrent condition on the rear stator were logged on (B)(6) 2023. Additionally, 3552 high watt alarms were logged since (B)(6) 2023 due to the increased power consumption required to run on a single stator (front stator only). Log file analysis associated with (B)(6) revealed an additional controller power up event with an associated pump start logged on (B)(6) 2023 at 11:47:23. The data point logged prior to the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 29% relative state of charge (rsoc). The data point logged after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for nine (9) seconds. Moreover, a decrease in estimated flows and power consumption was observed starting on (B)(6) 2023 and 155 low flow alarms were logged since (B)(6) 2023. As a result, the reported electrical fault alarm, high power, low flow alarms, backwards driveline boot placement, and loss of power events were confirmed. The reported hardened boot cover, driveline wire damage, occlusion, and driveline locking mechanism issue could not be confirmed due to insufficient evidence. The most likely root cause of the reported ¿driveline cover was backwards¿ event can be attributed to the reported incorrect placement of the driveline cover, likely due to the handling of the device during setup of the system. An internal investigation is investigating incorrect placements of the driveline cover. Based on historical review of similar events, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to contamination/foreign material between the driveline connector and driveline cover, leaching of the plasticizer from the material, and/or degradation of the material, resulting in hardening. A possible root cause of the loss of power can be attributed to a disconnection of both power sources, to an intermittent disconnection on one or both power sources, and/or to the reported con troller exchange. An internal investigation is investigating controller losses of power. Based on the risk documentation, possible causes of the low flow alarm event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Since the entire length of the d riveline cable was not returned for evaluation, it is possible that the wires were damaged in a segment which was not received or at the site where the driveline was cut. The most likely root cause of the reported electrical fault and high watt alarms can be attributed to a short circuit within the driveline cable, likely due to wire damage. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional products: d4: serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad exhibited below normal power and low flow alarms which were "consistent with an occlusion." It was also reported that the exchanged controller exhibited an unexpected loss of power.

Manufacturer narrative:
**UDI related data quality updates only** corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: driveline cover d4: expiration date: 31-may-2018 / lot#:1160921 UDI#: (B)(4). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2022 / serial #: (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 15-jan-2021. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2018 / serial #: (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 31-aug-2017. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ driveline cover d4: model #: 1175 / catalog #: 1175 / expiration date: 31-aug-2018. D9: no. H3: no, device evaluation anticipated, but not yet begun. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an electrical fault alarm and the ventricular assist device (vad) exhibited high watt alarms. The patient changed the controller at home and the vad restarted, but the alarms did not resolve. The alarms re-occurred, and the patient came to the emergency room the next day with electrical fault and high watt alarms. Troubleshooting was performed and it was reported that the driveline boot had hardened but could be pulled back from the driveline but with difficulty. When pulled back, the connector itself would not have the common movement of the locking mechanism. It was noted that the driveline was installed backwards at implant and never corrected. It was also noted that there was some wearing of a previous sheath repair and by the end of the strain relief. A computerized tomography (CT) of the driveline was performed and showed a sharp bend that was suspected to be the potential source of damage to the wire insulation although the wires were not exposed to confirm. It was noted that the sharp bend could possibly be the source of the electrical fault alarm. Since the patient had an ongoing electrical fault alarm after the controller exchange, it was recommended that a splice repair be done, and the driveline cover replaced at the repair. However, it was later decided to not perform the servicing and instead elevate the patient on the transplant list. The patient was planned to be transplanted. The vad, driveline, driveline boot and controller remain in use. No patient complications have been reported as a result of this event.